Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material at the insertion part of distal end light guide rod lens and grainy image on the insertion part of the charged coupled device unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image issue was related to component failure. The foreign material was likely due the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.